Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that non-sustained rv oversensing was observed due to post-paced t-wave oversensing on the right ventricular channel. Patient was asymptomatic and did no received therapy during the oversensing. Programming changes were made. The physician decided not to perform an induction test. The patient is in stable condition.